Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was that multiple occlusion alarms occurred during basal delivery. The customer reported blood glucose (bg) levels between 210-364 (mg/dl). A bolus was delivered to address bg levels. The customer declined to complete all the troubleshooting steps with tandem technical support to determine the source of the occlusion and instead opted to change out their infusion site.